Event description:
The account alleged that the head of the bed will not stay up, no pt impact.

Manufacturer narrative:
Technician found the manual CPR release value bad causing the head panel hydraulic cylinder to lose pressure. The technician replaced the manual CPR release value to resolve the issue.